Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Event description:
Treatment of an aneurysm. During the coiling, it was reported that the implant coil was properly placed in the aneurysm; however, it could not be detached with the instant detacher after two attempts. The entire system (coil + pushwire) was removed from the patient and the procedure was completed using 4 more axium coils. No patient injury was reported as a result of the procedure.